Manufacturer narrative:
Date of event: the date of the event is unknown. Boston scientific became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. While outside the patient and during preparation of a percutaneous coronary intervention (pci), a 2.25 x 20 synergy stent was taken out of its package, but stent damage was observed. It was noted that the device appeared deformed so it was not used. The procedure was completed with another stent. No patient complications were reported in relation to this event.